Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in patient's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2014 due to low vault. The lens was exchanged for a longer length lens. This resolved the problem. Patient's last doctor visit on (B)(6) 2014, ucva: 20/20. See MFR report #2023826-2014-00861 for right eye.

Manufacturer narrative:
Visual inspection of the returned product found no visible damage and the lens was returned dry. The lens was re-hydrated in bss and both the length and with of the lens was remeasured and found to be within original design specifications. A lens work order search revealed there were two similar complaints found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Conclusions: (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.